Event description:
It was reported that the lead dislodged and migrated back to the ostium of the posterior-lateral branch causing high left ventricular (lv) lead thresholds. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 5095-58 lead implanted: 2006 (B)(6); 5592-53 lead implanted: 2006 (B)(6). (B)(4).